Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that after meeting with doctor no actions or interventions are being taken at this time.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient (pt) said they woke up this morning with a complete blank, when asked, pt did not know their phone number nor doctor name. Pt said, they normally turn therapy off at night and back on again in the morning but were drawing a blank today. Pt said they have the samsung device. Agent asked pt to locate the communicator and the call disconnected. Pt said they have the communicator and handset now. Worked with patient to use their equipment and patient was successful to synch with their implant and turn therapy on pt confirmed it was on and they could feel it. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.